Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced black tarry stools and increasing weakness. On arrival to the hospital on (B)(6) 2017, blood was found in the stool and the patient had a hemoglobin of 4.1 g/dl, and the patient was admitted. The anticoagulation regimen consisted of aspirin and warfarin at the time of the event. Esophagogastroduodenoscopy (egd) and colonoscopy were performed; however, the results were not provided. A capsule endoscopy was performed on (B)(6) 2017 and revealed likely arteriovenous malformation (avm). The patient received a total of 7 units of packed red blood cells. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.